Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 1627487-2019-06959. It was reported the patient went to the emergency room (ER) during the week of (B)(6) 2019 due to an staph infection located at the lead and ipg pocket site following an permanent implant procedure. Reportedly, the patient was administered IV antibiotics. Following, the next day the patient underwent a procedure wherein the infected area was cleaned out and the patient was hospitalized for five days. Later, the patient returned to the emergency room (ER) for an unrelated issue. During which, the physician discovered a possible infection at the lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. In turn, the patient was hospitalized for twelve days and the patient was discharged on (B)(6) 2019. The patient was prescribed antibiotics, and the physician noted the wounds are healing well. Reportedly, the issue was resolved.